Manufacturer narrative:
Patient identifier: multiple= (B)(6). Sid (B)(6) - female (B)(6) caucasian; sid (B)(6) - female (B)(6) unknown race; sid (B)(6) - male (B)(6) caucasian. Concomitant medical products = hdl, ln unknown, lot unknown; ast, ln unknown, lot unknown; alt, ln unknown, lot unknown; urea, ln unknown, lot unknown; alk phos, ln unknown, lot unknown . Correction/removal reporting number = 3002809144-01/28/20-001-c. A product correction letter was issued on 24jan2020 to all customers with installed alinity ci- series scm notifying them of the issues in software versions 2.6.2 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version 3.1.0 and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer observed falsely depressed results on the alinity c analyzer for 3 patients. The following data was provided for multiple assays: sid (B)(6): hdl <5, repeat 61 mg/dl. Ast <3, repeat 27 u/l. Alt <5, repeat 16 u/l. Urea <3, repeat 14 mg/dl. Alk phos <9, repeat 73 u/l. Creat .20, repeat .72 mg/dl. Sid (B)(6): alk phos <9, repeat 56 u/l. Creat 0.20, repeat .77 mg/dl. Urea <3, repeat 15 mg/dl. Alt 12, repeat 16 u/l. Ast <3, repeat 22 u/l. Hdl <5, repeat 84 mg/dl. Sid 18034737: alk phos <9, repeat 62 u/l. Creat .20, repeat .97 mg/dl. Urea <3, repeat15 mg/dl. Alt <5, repeat 19 u/l. Ast <3, repeat 22 u/l. Hdl <5, repeat 49 mg/dl. The instrument correctly flagged these results with a "<"sign. There was no reported impact to patient management. Further review determined the falsely depressed results could have been caused by an issue of the alinity ci-series system control module software versions 2.6.2 or earlier, where the module goes to pause when the r1 or r2 pipettor probe crashes at the wash cup and halts all the pipetting for the tests in progress.